Event description:
Pt underwent hemi-arthroplasty of the right knee during 1987. Pt did well until approx one year ago when she developed pain and instability of the knee. Radiographs, performed in the clinic, revealed progressive medial migration of the component and some depression of the tibial component. The pt did not respond to conservative treatment and was admitted to the hosp for removal of the hemi-arthroplasty and insertion of a total knee prosthesis. Intraoperatively, a moderate amount of fluid was found in the joint space with some brownish discoloration of the synovium. Evidence of wear of the component with marked medial instability and marked polyethylene wear, down to metal was found on patellar component.